Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg pocket site. The patient underwent an ipg repositioning procedure and was doing well postoperatively. Nothing was explanted, added or replaced.